Event description:
It was reported that during a demonstration a wire separation occurred. While the physician was advancing the kinetix guide wire into the track model during a demonstration, the device's outer sleeve separated from the core wire. The device was not used in a patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).